Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window, belt clip slot and battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had repeated motor error alarms. Blood glucose value was 346 mg/dl. The insulin pump was replaced and returned for analysis.